Manufacturer narrative:
Alleged failure: the 2 drill bit were returned because after the first use (ok-no problem) it rubs when passing (+overheating) through the guide and then it blocks. After confirmation with the brand manager, it is the right drill bit used with the right guide. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device, rough handling during reprocessing, improper reprocessing methods, improper drying, or improper storage conditions. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. No manufacturing date - the device manufacturer date is not known.

Event description:
Per investigation results, it was reported that the guide was blocked, which could potentially lead to overheating. There is no alleged patient involvement.